Event description:
It was reported that during setup prior to a surgical procedure at the user facility, a hair was found in the sterile packaging of the product. There was no patient involvement, no delay, no medical intervention and no adverse consequences with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, a hair was found in the sterile packaging of the product. There was no patient involvement, no delay, no medical intervention and no adverse consequences with this event.